Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 247 mg/dl. The customer's expected fasting blood glucose test result range is 109 - 122 mg/dl. The customer feels well and did not report any symptoms. No medical attention reported at the time of the call. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date at time of call is ten days ago. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:247mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause-user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 247 mg/dl. The customer's expected fasting blood glucose test result range is 109 - 122 mg/dl. The customer feels well and did not report any symptoms. No medical attention reported at the time of the call. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date at time of call is ten days ago. The meter memory was reviewed for previous test result history: (B)(6).